Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements, of greater than 125 ohms, on the right ventricular (rv) lead a couple of months post system implant. Electrograms appeared clean on presenting rhythm. Technical services (ts) was consulted and noted that even though other data for the rv lead remains stable, in-clinic assessment of the system was recommended. No adverse patient effects were reported. This crt-d system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements, of greater than 125 ohms, on the right ventricular (rv) lead a couple of months post system implant. Electrograms appeared clean on presenting rhythm. Technical services (ts) was consulted and noted that even though other data for the rv lead remains stable, in-clinic assessment of the system was recommended. No adverse patient effects were reported. This crt-d system remains in service. Additional information indicates this patient did not attend their scheduled follow-up appointment. Per the field, the latitude remote patient monitoring system shows the shock impedance has settled, and monthly remote reviews will be completed until the patient is next seen in clinic.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issue.